Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture at maximum outputs, noise and high, undefined pacing impedances, along with a fluctuation in r-waves. A x-ray was performed and it was confirmed the lead pin was correctly in the header of the device. The following day, the rv lead was replaced. On the day of the rv lead revision, during the procedure, a rv bipolar and rv tip to rv coil impedance warning triggered, along with multiple sensing integrity counter (sic) episodes observed. A rv lead fracture was suspected. The patient was seen six days later and no sic episodes were observed on the newly implanted rv lead. Two days following the interrogation, multiple sic episodes were again observed. Approximately five days later, the patient's spouse indicated an alert tone had triggered and the patient had received an inappropriate shock. It was noted the inappropriate therapy was due to noise on the rv tip to rv ring configuration. The patient was brought into the clinic and isometrics were completed; noise was not reproduceable. Then, the device pocket was manipulated by moving the device side to side and noise was reproduceable. The physician suspected that there was an issue with the header of the cardiac resynchronization therapy defibrillator (crt-d), which may have led to the noise observed on the rv lead. The tachycardia detections and therapies were turned off and the crt-d was later explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later found that the problems with the lead were related to the device, not the lead.